Manufacturer narrative:
Philips investigated the complaint. According to the additional information received, the coronary emergency treatment was aborted and was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system on site and identified that the customer had not created a new patient list. The fse reestablished the patient information by reconfiguring the default program after which the issue was resolved. The system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system could not emit x-ray. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.